Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.

Event description:
Customer reported that a t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite attempting to charge the pump using a different cable, the issue persisted, prompting technical support to send a replacement tandem cable and wall adapter with two-day shipping, and they planned to follow up. In the meantime, the customer was advised to switch to manual daily injections if the pump battery depleted before receiving the new charging supplies.